Event description:
It was reported that the patients ICD has ventricular intermittent oversensing after the ICD was implanted into the pocket. Programming options were made. The patient will be monitored with routine follow ups. Device remains implanted.